Event description:
Additional information was received from the psychiatrist. He reported that the vocal cord paralysis was first observed on (B)(6) 2007, but it developed about seven years post-implantation of vns. The vocal cord paralysis is associated with vns stimulation. The patient was referred to an ent and speech therapist to help prevent permanent impairment, in addition she was given a prescription. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the vocal cord paralysis.

Event description:
Clinic notes from the surgeon's office were received dated (B)(6) 2012. The surgeon reported that the patient complain of hoarseness. She underwent ent evaluation and was found to have a vocal cord paralysis on the left side. She was referred by her neurologist to be evaluated by the surgeon to discuss options. However, attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the patient's current neurosurgeon for the patient's referral for surgery due to high impedance, as reported in manufacturer report number: 1644487-2011-01293. He reported that the patient had the implant surgery completed at an outside institution, so he is unable to date the onset of paralysis. He doesn't know if the paralysis is associated with stimulation or if the patient had a medical history of the paralysis prior to vns implant. No causal or contributory programming changes, medication changes, or other external factors are believed to have preceded the onset of the vocal cord paralysis. Attempts for additional information from the reporting psychiatrist have been unsuccessful to date.

Manufacturer narrative:
Age at time of event, corrected data: with the additional information received from the psychiatrist, the date of the event was changed so the patient's age was updated accordingly. Date of event, corrected data: with the additional information received from the psychiatrist, the date of the event was updated.